Event description:
(B)(4). Device was inserted on (B)(6) 2014. I've had constant back pain, cramping and discomfort since. During my period I have incredibly heavy bleeding and debilitating pain. I can barely move or live my life. I constantly have a metal taste in my mouth. My abdomen has been swollen since getting the device.